Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. If additional information is received, a follow-up MDR will be submitted. Per an isi senior failure analysis engineer, as of 02-sep-2022, a system log review could not be performed because the system logs are not available at this time. No video/images were provided by the customer for review. This complaint is being reported due to the following conclusion: after an ion endoluminal lung biopsy procedure, the patient developed a large symptomatic pneumothorax. A chest tube was placed to resolve the pneumothorax. The patient was hospitalized for two (2) days before being discharged home. The cause of the complication is unknown. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.

Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax requiring a chest tube. (B)(6) 2022, intuitive surgical, inc. (Isi) followed up with the physician and obtained the following information: a 2.5cm measuring ground glass opacity lesion located in the left upper lobe (lul) was biopsied using the ion system. After the procedure, the patient developed shortness of breath and chest pain and a pneumothorax was identified radiographically. The size of the pneumothorax was large with a complete lung collapse on the left side. A chest tube was placed and the patient was admitted to the hospital where he stayed for two days before being discharged home. The physician believed that the ion system did not contribute to the pneumothorax. It was believed that a bleb or, alternatively, the controlled mechanical ventilation may have caused or contributed to the development of the pneumothorax. The physician believed that the pneumothorax could have occurred via another modality. A malfunction of an ion product did not occur.